Event description:
The pt reportedly experienced a loss of lock with her internal device. External equipment has been exchanged; however, this has not resolved the issue. Surgery to explant the pt's internal device will be scheduled.